Manufacturer narrative:
Device manufacturing date now provided. Medtronic investigation of returned suspect system control board finds that there was no x-ray exposure, and found that there was an error in the logs. Electrical failure, defective pcba, directly caused event.

Manufacturer narrative:
Replacement system control board shipped to site (B)(4) 2014. Replacement atp console also shipped to site, but returned unused. Replacing the system control board in the system resolved the issue. After the board was replaced on (B)(4) 2014, the system was fully tested, calibrated and confirmed ready for use.

Event description:
A site representative, radiographic technologist (rt), reported that while in a procedure, the o-arm imaging system was unable to emit x-rays. The rt was using the hand-switch to take regular fluoro, tried boost which did not resolve the issue. The light did not come on and no image appeared on the screen, however, the dose counter was counting. A medtronic representative recommended to the site to shut the system down, disconnect the umbilical cable for 15 seconds, reconnect, and re-boot. The imaging system continued to display the same behavior. Patient was under general anesthesia for 2 hours while the troubleshooting was going on, but no incision had been made. The surgeon opted to wake the patient up and reschedule the procedure.